Event description:
It was reported that boston scientific technical services (ts) was contacted about inappropriate shocks due to t-wave oversensing. The patient was admitted to the emergency room. The healthcare professional (hcp) also mentioned that there was no magnetic response from the device, but the field representative verified magnetic response and noted that the hcp must have placed the magnet incorrectly. The patient remained in the hospital and the next day everything was working appropriately. The device and leads were later explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.